Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the coronary. At the end of the procedure, a non-abbott device was deployed for closure; however, after placement of the closure device a blood clot was observed. An unknown whisper guide wire and non-abbott balloon catheter were advanced through the right iliac artery and used to secure a plug (non-abbott closure device) to the arterial wall. When retracting the guide wire, the wire did not want to come out which resulted in the guide wire becoming frayed (6 inches pass the core); however, remained intact. The procedure was successfully completed with another unspecified guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part number and lot number was not provided. The device was returned for analysis. The reported stretched coils was unable to be confirmed however there was a bend noted. The reported difficulty to position was unable to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the reported stretched coil/noted bent core. There is no indication of a product quality issue with respect to manufacture, design or labeling.